Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's system was explanted at an unknown time for an unknown reason.

Manufacturer narrative:
The ipg meets or exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicated the ipg met its normal longevity. The device is no longer reportable.